Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements and recorded a fault code 1005. A commanded shock was delivered and out of range measurements were again observed. This device was also found to have recorded a fault code 1003. This device remains in service. No additional adverse patient effects were reported.